Manufacturer narrative:
The device was returned for analysis. The reported ¿slightly lifted foot¿ and suture break were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using a proglide after a peripheral intervention of the superficial femoral artery, using a 7fr sheath. Reportedly, after successful suture deployment when removing the device, the anterior foot was slightly lifted due to possible calcification or plaque under the foot process and a suture break occurred. A 7fr sheath inserted over the wire to replace the proglide. A steady ooze was identified so the 7fr sheath was replaced with an 8fr sheath. When the activated clotting time was at an acceptable level the 8fr sheath was removed and manual arterial compression was applied for over an hour; however, bleeding continued. A hematoma had also developed at the access site during this time. The patient was then brought back into the cath lab from recovery and the left common femoral artery was accessed and an angiogram was taken of the rcfa, no vessel damage or issues were noticed and therefore no intervention was needed. Manual arterial compression was successfully applied to treat the hematoma and achieve hemostasis. The patient was kept overnight for observation and discharged the following day. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.